Event description:
The customer alleged alarm silence when not selected. The nellcor puritan-bennett customer service engineer inspected the device and replaced the keyboard as the alarm silence button appeared to be worn. The unit passed extended self testing. It is not verified that there was no audio alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.